Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "infusion rates not accurate" was not reproduced. Evaluation had the flowline run a flow test at a delivery rate of 40 ml/hr at a volume to be infused of 40 for a one hour run time, the delivered amount was 41.669 and the error percentage was at (B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. An under or over infusion less than or equal to 10% is unlikely to cause or contribute to a serious harm, death, or serious injury. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had infusion rates not accurate during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. Corrected information h11. H11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The user facility did not provide additional details regarding test setup or equipment used, which could impact the testing results. The device was tested for flow accuracy and it passed. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.